Manufacturer narrative:
This report is submitted on may 4, 2021.

Event description:
Per the clinic, the patient experienced poor wound healing, soreness, fluid discharge from the wound and an infection which was successfully treated with oral antibiotics. The connect system was converted to an osia under a general anaesthetic (date unknown). There was a skin revision at the time of the conversion.